Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Performed visual inspection on returned sensor and no issues observed. Plug removed from sensor and all three sensor contacts were installed correctly. Sensor reprogrammed to perform linearity test. All results were within specification. It has been determined that product is performing within specification. No further investigation is required. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. On (B)(6) 2017 at 7:30pm, customer received a sensor scan result of 190 mg/dl (trend arrow horizontal) and subsequently self-treated with 1/2 unit of insulin of an unknown type. Thirty minutes later, customer received a sensor scan result of 250 mg/dl and self-administered an additional 1/2 unit of insulin. Customer received additional unspecified "high" sensor results and self-administered a total of 3 units of insulin, subsequently experiencing symptoms described as dizziness, shaking, and "without energy". Customer self-presented to a hospital and upon arriving at 9:30pm, a reading of 47 mg/dl was obtained on the built-in meter using hcp test strips. Customer was diagnosed with hypoglycemia and treated with an injection of glucose. At 12:30am, a built-in result of 137 mg/dl was obtained compared to a sensor result of 352 mg/dl. No further treatment was reported. There was no report of death or permanent injury associated with this event.